Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reports via e-mail that tampon string broke and split. No injury reported.

Manufacturer narrative:
25-may-2021, product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer reports via e-mail that tampon string broke and split. No injury reported.